Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Investigation conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause description: the root cause is undetermined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that before use of the pen ndl 32g 4mm pro 100 box ap the needles were blocked. 10 needles were affected with the blockage. The following information was provided by the initial reporter: needles blocked.